Event description:
The manufacturer received a voluntary medwatch (mw5107078) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged seeing particles in device. The patient alleged diagnosed with asthma, tinnitus, migraine, sinusitis, nasal allergies, severe headache, lightheaded, dizziness, blurred vision, visual disturrance, nasal congestion, sore throat, facial burning. The patient also alleged taking medication for otitis media middle ears infection/inflammation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused otitis media, middle ears infection/inflammation, severe headache, lightheadedness, dizziness, visual disturbance, nasal congestion, sore throat, facial burning and allergies the patient receive medical intervention for otitis media, middle ears infection/inflammation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.